Manufacturer narrative:
The manufacturer is unable to perform any investigations as no further information is available and the device is not available. At this time the root cause cannot be established and the type of event cannot be determined.

Event description:
A patient was implanted with a mitroflow lxa in pulmonary position on (B)(6) 2013. Two years later due to premature failure the valve was explanted. The patient suffered severe complication: bilateral stroke with left hemiparesis, traumatic brain inquiry and seizures.